Event description:
It was reported that the foot pedal was sticking during testing at the user facility, a condition which could result in unintended activation. There was no patient involvement reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the footpedal was sticking during testing at the user facility, a condition which could result in unintended activation. There was no patient involvement reported.